Event description:
Caller reported a temperature alarm. There was no adverse impact on the customer's blood glucose level. Technical support initiated a return process for the pump, and the customer used an insulin pen as a backup while the pump was under warranty.